Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with unknown blood glucose level. The customer mentioned other blood glucose value such as 110 mg/dl. The customer was treated by insulin drips. The insulin pump will not be returned for analysis.